Event description:
It was reported that the patient presented in clinic for implant procedure. The pacemaker was showing loss of capture and sensing and had connection issues. The pacemaker was exchanged for a new one which was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture, failure to sense and failure to connect could not be confirmed. The pacemaker was received in normal working conditions with battery voltage above elective replacement indicator (eri). Ventricular septum was found punctured, leads and setscrew are able to connect normally. Electrical and mechanical analysis performed, including sensing and capture output test under nominal settings indicated normal device functionality. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.